Manufacturer narrative:
During preventative maintenance (pm) on (B)(6) 2025, the autopulse platform (sn (B)(6) failed functional testing due to the malfunctioning fan. The autopulse platform passed the initial functional testing without error or fault. Upon further testing, the fan failure was confirmed when it was connected to an external 12v dc power supply. The fan assembly needs to be replaced to address the observed failure. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with sn (B)(6).

Event description:
During preventative maintenance (pm) performed at zoll, the autopulse platform (sn (B)(6) failed functional testing due to the malfunctioning fan. No patient involvement.